Event description:
It was reported the device was interrogated on (B)(6) 2013 and the results were the reservoir volume was more than expected at the pump refill. A catheter access port (cap) contrast study was performed on (B)(6) 2013 and results were the pump was flipped in the pocket causing a kink with a tear to the catheter. The catheter was kinked and torn in the pocket due to the pump spinning in the pocket. The etiology was unlikely related to device or therapy; possibly related to implant procedure. The severity was mild. The outcome was noted as an ongoing event. The pump was delivering lioresal. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).